Event description:
It was reported that the handle of the device became hot during a surgical procedure. Back up equipment was used to complete the procedure. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The device has not yet been received by the manufacturer. The device has not yet been received. If the device is received, a follow up report will be filed.